Event description:
No new information.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial#(B)(4)) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). During intra operative procedure when the physician connected the lead to the ins he had difficulty inserting it. He tried 4 times and finally the lead went into the ins and the blue tip was visible. Impedances were checked at 2.0 amp and lights were moved off sterile field. 3 electrodes were blacked out. The lights moved off sterile field. Removed lead and dried off then reinserted into ins. Impedance checks still was not good. Got new ins. Lead inserted easily with no issues. Impedances were all good on first check. There was no environmental issues. The amplitudes on clinician programmer was increased to 3.0. The issue was resolved at the time of this call. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the device was returned, and it was also noted that during the procedure, they had bad impedance.